Event description:
A customer reported obtaining unexpected negative reactions on the 3_cell assay on the galileo echo instrument.

Manufacturer narrative:
The customer replaced the capture-r ready indicator red cells with a new vial (same lot). Repeat testing was performed and the expected results were obtained. No additional information was provided by the customer. The instrument is operating as expected.